Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. Only humalog® and novolog® have been tested by tandem diabetes care, inc., and found to be safe for use in the t:flex pump no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported using admelog insulin. Tandem technical support informed customer that admelog is off label per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was 282 mg/dl at time of event.